Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on a homechoice (hc) device. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported event. The event log was reviewed and the problem was determined to be a low ultra filtration (uf) alarm. A review of the device and service history was performed and revealed no failures or problems that were the same as or similar to the reported event. A visual inspection was performed with no issues noted. The device passed functional testing. Upon conclusion of the evaluation, the device was determined to meet product specifications related to the reported event. The cause of the alarm could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.